Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:04 was confirmed during product evaluation. The assignable cause was an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to correct the reported condition. The user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 810:04. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.